Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 07/31/2019, the customer confirmed that she developed mastitis on different dates ranging from (B)(6) 2019 and was prescribed antibiotics, the last of which she finished nine (9) days previously. She indicated that the replacement pump was working without issue. The device was evaluated on 07/29/2019 with the customer's parts as received and though the vacuum levels were within specification, it was noted that they were lower than when the pump was first produced. As a result, the vacuum was retested using a lab kit and it passed with vacuum levels also within specifications, but which were higher than tested with the customer's kit. Refer to attached product evaluation. It was noted during the evaluation that the customer's connectors, tubing and valves all had residue on them and the customer's membranes were not laying flat. Any foreign contaminants that hinder the device's ability to form an adequate vacuum seal could potentially result in lower suction. It is very difficult to determine exactly how much contamination under normal use is needed for pump vacuum to suffer, but it is a known failure mode causing low suction. Based on this, the customer's report of low suction is plausible. The pump in style instructions for use details cleaning procedure for the parts and accessories. It is also a common troubleshooting item to check. The issue of membranes not laying flat on the valves was investigated in CAPA(B)(4), which identified an issue with the molding process of the supplier. A corrective was implemented with the supplier to modify the molding process to control the flatness and add a flatness specification to the control plan. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. (B)(4).

Event description:
On (B)(6) 2019, the customer alleged to medela llc that she was having low suction with her pump in style breast pump, despite buying new parts. She further alleged that she had mastitis for the 3rd time and was taking an antibiotic.